Event description:
It was reported by service report that the carriage will not raise back up. No adverse consequences have been reported.

Manufacturer narrative:
Device beyond expected service life. Device failure due to excessive age.